Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, and flow testing. An assignable cause for the reported issue could not be determined. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter was unintentionally cut using the tuohy needle during the catheter insertion step of the implantation procedure and the cut portion was left inside the patient. A second catheter was used to complete the procedure. There were no patient effects reported.